Manufacturer narrative:
A field service engineer (fse) was dispatched who conducted follow-up with the customer over the phone to address the reported event. Fse performed troubleshooting with the customer to make sure that all the connections where not too tight and had her install a new filter in the filter housing. Customer ran qc with the pressure reporting at 8.20 mpa. The customer was able to run controls and patient samples without error. No further action was required by fse. The probable cause of the reported event was due to a clog by the filter housing in the peek tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported "gradient sensor error, pressure over limit" and alarm with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.